Event description:
The device was advanced and deployed without incident. However, cannulation of the contralateral leg hole could not be achieved despite several hours of various approaches. The decision was made to convert the procedure to an aorto-uni-iliac approach (aui). A surgical femoral to femoral crossover was then completed. The procedure was successful with a very good outcome. The physician believes that the device did not allow for enough room in the aneurysm for successful cannulation.